Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results. The reporter obtained blood glucose values of 155mg/dl on a lifescan meter and 120mg/dl on a hospital meter within 20 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the difference between the two results exceeds the maximum acceptable value of 20% difference between readings compared to a hospital meter within 20 minutes of each other. The reported results did not meet lifescan's acceptable accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.